Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator not opening. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed to open. A field service engineer (fse) identified a cable shortage that required replacement. The fse powered off the station, replaced the faulty cable to resolve the issue, rebooted the station, and logged into the hardware test application to verify functionality. The fse also replaced the micro switches. The system functioned as intended after the field service engineer repaired the device.